Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the event was cause by an electrical/electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the output of the subject device was not possible during an unspecified therapeutic surgery. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the output of the subject device was not possible during an unspecified therapeutic surgery. There were no reports of patient harm.